Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2007 due to infection and the knee components were removed and replaced with cement spacers. Patient was reimplanted with a total knee system on (B)(6) 2007. Patient then underwent an irrigation and debridement procedure on (B)(6) 2007 due to infection.